Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump delivered .15 units of insulin in the middle of the night and did not know why. The blood glucose reading was 139 mg/dl. The basal rate and bolus wizard were programmed correctly and no alarms were noted in the history at the time of the event. The insulin pump was not exposed to a strong magnetic field. The customer was unable to complete troubleshooting. The insulin pump was not returned or replaced.